Manufacturer narrative:
A visual examination of the complaint device revealed that the gauge needle was at 0. Functional analysis was carried out, and device was capable of achieving 10atms and holding this pressure for 30 seconds without issue. The gauge needle increased as the pressure was increased during the test. No leaks were observed. As the device was within all specifications, the complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while inflating the balloon, the pressure gauge increased and then decreased to 0atm. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while inflating the balloon, the pressure gauge increased and then decreased to 0atm. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.